Event description:
It was reported that during a da vinci pharyngectomy procedure, the brown portion above the tip of the permanent cautery spatula instrument was broken. A replacement instrument was used. The surgeon confirmed that nothing fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that a piece of the ceramic sleeve at the distal end of the end of the instrument was broken off. The broken fragment was not returned with the instrument. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken ceramic piece could likely cause or contribute to an adverse event, if the malfunction were to recur.